Event description:
The customer experienced multiple occurrences of analyzer condition codes on a vitros 950 chemistry system, due to slide supply reagent barcode read failures. The customer indicated that the vitros 950 had reported results for one assay from a slide cartridge of a different assay. In one case, the initial biased results were reported. Biased results could lead to inappropriate physician action. Corrected reports were issued and there were no allegations of patient harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Datalogger analysis confirmed that the customer had experienced multiple reagent bar code read failures in slide supply 1. This resulted in the customer having to manually identify slide cartridges when loading. Datalogger analysis identified that the slide supply 1 cartridge load door had been opened by the customer either outside the cart loading dialogue or at the incorrect time during the timeframe in question. This can lead to the analyzer incorrectly identifying a slide cartridge. The investigation was not able to determine if slide supply 2 was involved. Acceptable results were obtained after loading the correct slide cartridges and repeat testing of the samples involved. The root cause of the event is user error.